Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that a 21mm trifecta gt vavle was implanted on (B)(6) 2021. On (B)(6) 2022, the device was re-operated due to structure valve deterioration with associated patient symptoms of heart failure and severe aortic stenosis. It is unknown if the valve was replaced or repaired. Post-op, left bundle branch block was observed, however resolved without treatment. The patient was reported to have been discharged in stable condition.

Manufacturer narrative:
An event of valve deterioration and stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. No additional information was received for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.